Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving compounded hydromorphone (2.0mg/ml at 1.6011 mg/day) and bupivacaine (30.0mg/ml at 24.017 mg/day) via an implanted infusion pump. The indication for use was malignant pain. It was reported that on (B)(6) 2018 the patient reported that her pump alarmed over the weekend indicating an empty pump reservoir secondary to a scheduling error. It was noted that the intrathecal (it) rate had been increased and the alarm date changed without rescheduling the refill appointment. The patient was scheduled for a same day refill appointment and reported 10/10 pain. The event resolved without sequelae on (B)(6) 2018 and resulted in an unscheduled clinic/office visit. The etiology indicated the event was related to the device or therapy, was not related to the implant procedure, and was related to the it medication. No further complications were reported or anticipated.